Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the device had a wire caught inside of it that could not be removed. The repair technician reported the device did not have a wire caught inside if it. Coupler damaged is the reason for repair. The item cannot be repaired by the vendor as it is an old revision. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. This complaint is confirmed. A portion of cable/wire is lodged inside the cable tensioner. The cable/wire is unable to be removed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified during the investigation. Relevant drawings were reviewed. No product design issues or discrepancies were observed. The definite root cause could not be determined based on the returned devices and reported information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Service and repair history review was attempted. No service history review can be performed as part number 391.201, with lot number(s) p312488 is a lot/batch controlled item. The manufacture date of this item is sep 06, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part# 391.201, lot# p312488. Supplier: (B)(4), release to warehouse date: sep 06, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repairs department documented that a cable tensioner was discovered during cleaning to have a wire caught in it which cannot be removed. No patient involvement reported. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).